Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, a sureform 45 stapler instrument loaded with a green sureform 45 stapler reload stapled for the first few millimeters, and then a message appeared indicating that the tissue was too thick to continue. The staff exchanged the stapler for a new sureform 45 stapler from a different batch, and the new stapler, loaded with a green reload, was positioned in the same area of the lower rectum. The stapler fired and the rectal tissue was cut, however, the staples did not pierce the tissue. The unformed staples fell to the bottom of the pelvis, and they were removed via suction. The tissue was pushed forward/dragged during the firing process, the blade of the reload was exposed, and staples were missing from the staple line. The reload was not stuck to the tissue, and the stapler jaws did not open/release during the firing sequence. There was no tissue tension, however, there was significant edema of the tissue. Prior to the procedure, the tissue was exposed to radiotherapy and neoadjuvant chemotherapy. As a result of the event, an additional 5 cm of the rectum up to the anus was resected unexpectedly via the low approach, and the surgeon performed a manual coloanal anastomosis via suturing to repair the tissue, rather than a colorectal anastomosis. The surgeon has concerns for potential long-term complications for the patient due to this issue, as the unexpected rectal resection may result in poorer long-term function/performance and a greater risk of fistula development. The patient had an additional median laparotomy procedure on post-operative day 5 to treat an intestinal obstruction. There was no damage or anything out of the ordinary found to the instrument or accessories prior to use. The stapler fire involved with the reported event was the 8th. The staplers did not work at all; the tissue too thick message appeared for all attempts, except for the last/8th fire, when the stapler fired and cut without applying the staples. The first seven attempts were failure to fires, with the impossibility of reusing the reloads after repositioning. On the last/8th fire, the blade cut a section of the rectum, but no staples were applied. With both staplers, the tissue too thick message appeared; with the second stapler, the same message appeared, but the blade was still triggered. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the stapler line due to the stapler issue. No port incisions were increased or additional ports placed as a result of this issue.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device log for the sureform 45 stapler instrument associated with this event showed that the instrument was installed on the system 2 times, and it fired 2 green reloads. On both installs, the system failed to detect the reload color, and the user manually selected the green reload. On install 1, the first clamp was successful, however, it was followed by a firing failure. The firing stopped at 47% completion, after a duration of approximately 33 seconds. On install 2, the first clamp was incomplete, stopping at approximately 56% completion. The next clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed, and it was not used in the procedure again. There were no stapler related errors in the system logs. Manufacturer report number 2955842-2024-16967 documents reportability against the other green reload.

Manufacturer narrative:
Advance failure analysis (fa) reviewed the sureform 45 stapler instrument and found a broken I-beam shoe on the channel side of the jaws. The I-beam shoe was completely broken off from the rest of the component. The shoe appears to have then been fractured a second time, resulting in two separate pieces found lodged within the crotch of the jaws. Each break surface was noted to be granular and rough, which is an indication of potential hydrogen embrittlement. There was no potential for fragments falling into the patient, as the break is located on the channel side of the jaws, and any fragments would be contained by the reload during firing, and until removal while outside of the patient. In this case, the fragments were located during analysis. Advance fa reviewed the sureform 45 green reload accessory and clarified that there were no undeployed pushers.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 stapler instrument (lot number: t12230907-0483) to perform failure analysis (fa) and confirmed but did not replicate the customer reported complaint. The instrument exhibited a single firing failure as indicated by the log, which displayed the warning message "tissue too thick," corroborating the customer's complaint. However, this issue could not be replicated during in-house testing. The stapler was installed onto an in-house system, where it was recognized and engaged by the system. Additionally, the stapler could not close its grips due to a broken I-beam assembly, which also prevented the grips from opening and closing properly. Fa identified a secondary issue of a broken blade as being related to the customer's initial complaint. Visual inspection confirmed that the instrument had a I-beam assembly, which impeded the grips from closing. Visual inspection was performed, and the instrument was found to have a torn wrist cover at the distal end. No material appeared to be missing, and the tears measured approximately 5mm and 1mm in length. Intuitive surgical, inc. (Isi) did receive the sureform 45 green reload accessory to perform failure analysis (fa) and did not confirm or replicate the customer reported complaint. The sureform 45 green reload was found to have lodged staples. After removing the lodged staples, the reload was successfully deployed with the stapler. The deformed lodged staples were found at the knife groove. The reload was found to have undeployed pushers, which some of the pushers were "b" shaped staples stuck in the staple sockets. The same "b" shaped staples were found lodged in the instrument tips.